Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation and batch review cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). As the sample is unavailable, and the lot information is not known, no follow-up will be performed.

Event description:
A baxter sales representative received a report of a set that was not connected to the disconnect cap, after being disconnected from the twin bag by the clean flash device. The spike of the set was not connected with anything when the lid of the clean flash device was opened. The sample was discarded. No injury or medical intervention was reported.